Manufacturer narrative:
Stryker product assessment center technician evaluated the device and verified the reported issue. The device was opened and inspected, and it was found to have extensive rust on the main pcb, indicating moisture ingress. The root cause is related to user abuse. The device was archived by stryker and the customer received a replacement.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device would not deliver energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.